Manufacturer narrative:
Device was used for treatment, not diagnosis. Harness, n., jupiter, j., orbay, j., raskin, k., and fernandez, d. (2004) loss of fixation of the volar lunate facet fragment in fractures of the distal part of the radius. The journal of bone and joint surgery, volume 86-a: 1900-1908. This report is for unknown - ao/asif volar distal radius t-plate/unknown quantity/unknown lot. (Other number) UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article harness, n., jupiter, j., orbay, j., raskin, k., and fernandez, d. (2004) loss of fixation of the volar lunate facet fragment in fractures of the distal part of the radius. The journal of bone and joint surgery, volume 86-a: 1900-1908. The purpose of this article is to report on a cohort of patients with a volar shearing fracture of the distal end of the radius in whom the unique anatomy of the distal cortical rim of the radius led to failure of support of a volar ulnar lunate facet fracture fragment. This was a retrospective review that occurred over a ten (10) year period where seven (7) patients with a volar shearing fracture of the distal part of the radius who lost fixation of a volar lunate facet fragment with subsequent carpal displacement after open reduction and internal fixation. The patients included four (4) men and three (3) women with an average age of 51.4 years (range, thirty-eight to seventy-one years). The average duration of follow-up was 24.4 months (range, five to seventy-two months). This is report 2 of 5 for (B)(4). This report is for an unknown - ao/asif volar distal radius t-plate and refers to patient 2 ((B)(6), female), who had loss of reduction of the volar lunate facet fragment and radiocarpal subluxation.